Event description:
It was reported by the patients that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was visible when the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses. The investigation found no damages or deficiencies that would prevent the needle from deploying as intended. Although no issues were noted with the needle mechanism, the cause of the reported needle mechanism failure could not be determined.